Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No display anomaly was noted.

Event description:
The customer's mother reported via phone call that the insulin pump had continuously scrolling numbers during a carbohydrate input attempt. The customer's blood glucose was 263 mg/dl. The customer's mother stated that, when she tried to put in a number, the insulin pump would constantly go up, reset, and then go up again. The caller did not observe any significant events leading up to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.